Manufacturer narrative:
Product complaint # (B)(4). D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device batch and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2025 and absorbable hemostat was used. The doctor reported that a patient developed a pelvic fluid collection due to the use of the product, presenting with an early fever, 48 to 72 hours after surgery. Tests were performed, including a CT scan. There was no intestinal anastomosis dehiscence, but there was a collection with gas and liquid components at the site where the hemostatic agents were placed. Re-interventions revealed residual hemostatic agent and infected collections. The condition progressed to sepsis. Additional information was requested.